Manufacturer narrative:
Pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. However, unexpected low battery alarm noted in the long trace due to intermittent non-sleep anomaly software error. No replace battery now alarms noted during testing. The pump was received with minor scratched lcd window, cracked keypad at select button and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer stated that the alarm occurred less than 10 hours from low battery. The product was returned for analysis.